Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity decreased by two years in one year's time and decreased one year over a period of six months. No device data was submitted to technical services for analysis. It was noted the patient did receive the updated software to mitigate the device reverting to safety mode unexpectedly, but the patient is not using remote monitoring. The health care professional (hcp) reported that the patient would be seen in the clinic in three months. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Additionally, no device data was submitted for analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity decreased by two years in one year's time, and decreased one year over a period of six months. No device data was submitted to technical services for analysis. It was noted the patient did receive the updated software to mitigate the device reverting to safety mode unexpectedly, but the patient is not using remote monitoring. The health care professional (hcp) reported that the patient would be seen in the clinic in three months. No adverse patient effects were reported. The device remains implanted and in service.